Manufacturer narrative:
The hill-rom technician found the side communication board needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side communication board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm would alarm, but would not send a call to the nurses' station. The bed was located in the storage area of the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).